Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was in atrial fibrillation (af) but the device did not record any atrial high rate episodes and cardiac compass was not populated, although the histograms indicated that the patient was in af a percentage of the time. The device is still in use. No patient complications have been reported as a result of this event.